Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log (ehl) review was not performed because only the battery was returned for service and the event log is not retrievable from the battery module. The reported problem 'battery operation may not be available' was confirmed during evaluation through troubleshooting of the device. Evaluation inspected the device and tested with a known good battery cell, with the battery continuing to fail during battery life test. Evaluation determined the primary issue to be due to a failure of the radio. Evaluation has determined the device to be in-serviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery, operation may not be available issue upon power-up. There was no patient involvement. No additional information is available.